Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, noisy image occurred due to faulty cable in ultrasound plug unit (u- plug unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope displayed noisy image. The event occurred during inspection for use. The procedure was completed using a similar device. There were no reports of patient harm.